Event description:
During a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After flushing, the sheath was inserted into the left atrium. A full ablation set was applied to the left-sided veins, but air was detected in the sheath. Therefore, the sheath was replaced. The procedure was completed without any patient complications, and the device is expected to be returned for analysis. Additional information revealed bubbles were observed in the syringe. Also, there was no guidewire inside during insertion of farawavve into the sheath.

Manufacturer narrative:
Additional information added to describe event or problem the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After flushing, the sheath was inserted into the left atrium. A full ablation set was applied to the left-sided veins, but air was detected in the sheath. Therefore, the sheath was replaced. The procedure was completed without any patient complications, and the device is expected to be returned for analysis.